Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm occurred only once. After the self test, the customer was told that she could use it with peace of mind, but recently the control of blood glucose value was unstable, so the patient was anxious about the continuous use of the insulin pump, and replacement of the insulin pump was requested. Customer reports the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.